Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". Later healthcare professional reported "malposition", "glandular ptsosis" and "stretch of the breast shape had developed". This record is for the left side. The device has been explanted, replaced and will not be returned.